Event description:
It was reported that during a routine follow up, high out of range pacing impedance measurements and high pacing thresholds were exhibited in the left ventricular (lv) channel of a non boston scientific lead. This lead showed high tortuousness around the can and prior to entry into vein x-ray showed a sharp bent about 90 degrees according to physician. No allegations against the device, however, the physician decided to explant and implant a new lead. As the battery of the old device was about 3 years remaining so the decision was made to implant also a new long lasting device to prevent device exchange in about 3 years . No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).